Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced prime/fill anomaly. The customer's blood glucose value was 236 mg/dl. The customer stated that insulin squirted out during manual prime. The customer was assisted with rewind/fill tubing process. The customer was assisted with clearing battery out limit alert. The product was not returned for analysis.